Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report# 1627487-2014-23311, 23312. It was reported the pt was not receiving effective stimulation. It was also reported the pt experiencing at the ipg site while charging. Subsequently, she underwent surgical intervention on (B)(6) 2014, where her scs system was removed. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.